Event description:
It was reported that the pt went to the ER with symptoms of an altered mental status, fever, leg weakness, and had trouble walking and stated that he "cannot stand up." They had questioned whether the fever was related to baclofen withdrawal or because of a urinary tract infection (uti). The pt was diagnosed with a uti in the ER. The pt had not experienced a return of spasticity. The pt stated that an alarm was heard; a 2-3 beep alarm was heard in the morning and again at 5 pm. They were unable to interrogate the pt's device due to the pt living 5 hrs away from the physician. The pt was monitored and sent home. The pump showed that the motor stalled on the event day in 2009 at 0923. The motor stall was confirmed and noted in the event logs with no motor stall recovery recorded. The pump would not restart after interrogation was done. The pt did not have an MRI. The pump was replaced. The new pump was working well and the pt was reported to be doing "good." Additional info has been requested, a f/u report will be sent if additional info becomes available.